Event description:
Patient was undergoing a thyroid lobectomy and cervical node dissection. The surgeon noted the harmonic instrument was not functioning properly. The staff noticed a "burning" smell and the insulating plastic on the jaws started to detach.